Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy red irritation under the back therapy electrode pads. It was reported that the skin was not broken, weeping, or bleeding. The patient described it as "a rash from sweat". The patient was prescribed an ointment by his physician. Follow-up indicated that the itching had stopped.